Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead exhibited no capture threshold. The physician elected to remove and replace the ra lead. The patient was in stable condition throughout.

Manufacturer narrative:
Correction : section b5 : updated with the current information.

Event description:
New information received notes the ra lead was unable to be extracted due to patient anatomy.